Event description:
The patient reported he received an e4 (occlusion) message on his insulin infusion device. To troubleshoot, the patient was instructed to disconnect from his infusion headset and bolus through the infusion set tubing which went through without error. The patient was then instructed to remove his headset and examine it. The patient stated the cannula was bent. He stated the headset was in use for 3 days. Site rotation was discussed with the patient and a guide to site management and an insertion device aid was sent to the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.